Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-05077. The patient received two quatrode leads (model 3149) and 2 quatrode wide spaced leads (model 3166) with the same lot numbers. It was reported the patients' occipital leads eroded through the lead site. As a result, surgical intervention was undertaken on (B)(6) 2016 during which all original leads were explanted and replaced with new models. Effective stimulation was achieved postoperatively thus resolving the issue. Note: the patient was implanted with two supraorbital and two occipital leads. It is undetermined which leads were the occipital placed leads, hence all possible devices are being reported